Event description:
It was reported that the patient presented for an implant procedure of a dual chamber pacemaker. During the procedure, the right atrial (ra) lead exhibited over-sensing noise. The ra lead was not implanted and replaced during the pacemaker replacement procedure on (B)(6) 2022. The patient was in stable condition.